Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the belt failed incoming functionality testing. Upon evaluation, the u725 multiplexer on the distribution node (dn) pca board was internally shorted. The cause of the failure is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor returned an electrode belt indicating that it failed incoming functionality testing.